Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the customer had a battery out limit alarm on the insulin pump. Customer's blood glucose was 336 mg/dl. Customer treated with the pump. Customer cleared the alarm and it was explained that it was normal pump behavior. Customer was advised to monitor the pump. In another call, the customer had a no delivery alarm. Customer's blood glucose was 317 mg/dl. Customer has not treated yet. Customer's eyes were blurry and she felt thirsty. Customer's current blood glucose was 536 mg/dl. Customer stated that the alarm just occurred during bolus and is recurring. Customer ran a manual prime and the insulin did exit. Customer was not able to remove the set and was advised to change the set as soon as possible. It was explained that the customer may have hit muscle or scar tissue and that the site part may be causing the no delivery. Customer was assisted with programming the pump.